Event description:
Customer's mother called initially to report a blank display on the pump screen. She called again later, to report that the customer had been hospitalized for high blood glucose levels. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.